Event description:
On [date redacted], an outpatient facility xray machine went down while attempting to take images of a patient. Patients needing xrays were routed to other sites to complete studies prior to their appointment. Philips engineer was called onsite to resolve the issue. Philips x-ray unit ended up being down for two complete days due to system software corruption and had to be reloaded to philips x-ray unit. This caused scheduled patients to be rescheduled or rerouted to other off site clinics for imaging prior to their outpatient facility appointments. However, we have had intermittent issues with the unit throughout the week. Philips has addressed all the intermittent issues and the unit is working properly as of [date redacted].

Event description:
On [date redacted], an outpatient facility xray machine went down while attempting to take images of a patient. Patients needing xrays were routed to other sites to complete studies prior to their appointment. Philips engineer was called onsite to resolve the issue. Philips x-ray unit ended up being down for two complete days due to system software corruption and had to be reloaded to philips x-ray unit. This caused scheduled patients to be rescheduled or rerouted to other off site clinics for imaging prior to their outpatient facility appointments. However, we have had intermittent issues with the unit throughout the week. Philips has addressed all the intermittent issues and the unit is working properly as of [date redacted]. The issue we encountered was a power outage which corrupted the system. I am not aware that our facility has received any noticed for recall. I did reach out to biomed and they aren't aware of a recall notice for this device (z-0239-2019). I contacted philips fse asked if they have any idea in regards to a recall notice for the outpatient facility's philips system and they were not aware of the recall either. No other devices within our institution are affected by this recall. Software version 5.0 was running on system at the time of the event and now that the issue has been resolved.